Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was noted to be in backup vvi mode. Technical support was contacted, and the device was successfully reset. The patient was stable with no reported consequences.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated that the device entered backup mode due to the patient receiving an MRI scan without first programming the device to MRI mode.